Manufacturer narrative:
(B)(6). (B)(4) has been selected to address the reportable event of pancreatic stent flattened/deformed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stenting procedure performed in the pancreatic duct on (B)(6) 2019. According to the complainant, during the procedure, the physician experienced difficulty withdrawing the guide catheter. When applying extra force to retract the catheter and deploy the stent, the guide catheter lifted and the stent became flattened. While attempting to remove the device from the scope, the guide catheter retracted and deployed the stent, and the procedure was completed with this device. There were no patient complications reported as a result of this event.